Manufacturer narrative:
Product complaint # (B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. The following information was requested but unavailable: was the suture expected to be absorbed at 1 week post op? Absorption for vicryl plus suture is essentially complete by 56-70 days. Please provide the patient's weight, bmi at the time of index procedure. What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event?

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - was there any medical or surgical intervention performed (re-operation; re-suturing; re-closure; drainage)? If so, please specify. - what was the appearance of the suture during the removal? - if re-suture/re-closure was performed: ¿ was reoperation necessary to remove the suture and re-close the wound? ¿ was the suture trimmed in physician¿s office? ¿ was the suture removed in a routine post-op procedure? ¿ was the suture removed in a reoperation procedure? - what is the current status of the patient? --please refer to the event description, other information requested is unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. -was the suture expected to be absorbed at 1 week post op? Absorption for vicryl plus suture is essentially complete by 56-70 days. Please provide the patient's weight, bmi at the time of index procedure. -what was the tissue condition (normal, thin, calcified, fragile, diseased)? -how was the suture placed (interrupted or continuous)? -how was the suture originally tied (multiple knots, square knot, etc.)? -did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? -what symptoms did the patient experience following the index surgical procedure? Onset date? -other relevant patient history/concomitant medications? -what is the physician¿s opinion as to the etiology of or contributing factors to this event?

Event description:
It was reported that a patient underwent eye bag plastic surgery on (B)(6) 2024 and suture was used. After one week of postoperative follow-up, it was found that the suture was not absorbed and there was rejection. Scissors was used to cut it off, disinfected it, and instructed the patient to go home and disinfect and apply medicine for treatment. Additional information was requested.